Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer obtained a discordant result on the original sample, which was plasma. A new serum sample was obtained from the patient and was repeated normal. The quality controls were within acceptable ranges. A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely elevated na, k and cl results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension exl with lm instrument. The sample was run in triplicate for na and k and it was run in duplicate for cl. The first replicates for na, k and cl resulted falsely high, while the following replicates resulted lower. The discordant results were not reported to the physician(s). A new sample was obtained from the patient and was tested on the same instrument in duplicate and both replicates resulted lower for na, k, and cl. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.